Manufacturer narrative:
Investigation results will be provided by a supplemental report.

Event description:
It was reported that during a meniscal repair surgery, after the deploy of t1, t2 deployed prematurely. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. Results of the investigation have concluded that t2 is damaged at its proximal end and appears to be missing small pieces which makes it a reportable event "intra-operative implant breakage". All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is has been broken off of the suture and was not returned. T2 is damaged at its proximal end and appears to be missing small pieces. The suture has been cinched but shows no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was inadvertently advanced during deployment of t1 causing the premature deployment of t2. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative care review, device labeling (including technique guides, ifus, etc.) Following the return of the device for evaluation of premature deployment of t2, results revealed that t2 was damaged and appeared to be missing small pieces. It is unknown if these missing pieces were retained in the patient. Results also confirms that ¿the condition of the device indicates the trigger was inadvertently advanced during deployment of t1 causing the premature deployment of t2.¿ the meniscal repair procedure was completed using a backup device with no delay or patient injuries reported. Conclusion: based solely on the product evaluation the root cause of t2 pre-deployment was likely due to a user vs procedural event. The IFU 10600499 does caution ¿not push the deployment slider twice or the second implant will deploy prematurely.¿ the t2 is an implantable device so biocompatibility is not an issue. Since it is unknown if the missing pieces were retained the patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot determined. No further clinical/medical assessment is warranted at this time. Approved by (B)(6), md 4/27/2020.